Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1. 127 mg/dl, 290 mg/dl, 141 mg/dl and 214 mg/dl 2. 141 mg/dl, 214 mg/dl, 310 mg/dl results of 141 mg/dl and 214 mg/dl were not duplicated. Readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.